Manufacturer narrative:
(B)(4). Returned meter evaluated on 05/17/2016 with defect found. Test strips not returned for evaluation. Most likely root cause is foreign material on strip connector. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. (B)(6) from (B)(6) is calling on behalf of the customer. The customer's expected non-fasting blood glucose test result range is 106 - 172mg/dl. The customer feels tired. Medical attention is not reported as a result of the actual blood glucose results and symptoms. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 26mg/dl and 26 mg/dl. The test strip lot manufacturer's expiration date is 08/15/2018 and has been opened for 2 months now. The test strips are stored according to specification. The meter memory was reviewed for previous test result history: 25mg/dl on (B)(6) 2016 05:13 pm fasting: yes; 144mg/dl on (B)(6) 2016 12:00 pm fasting: no. Customer is concern with the 25mg/dl that was taken on (B)(6) 2016 at 5:13pm. Customer has been using the meter for 2 months now and it has not been working. Customer states that the meter is giving low blood results 25/29 mg/dl and is giving a lot of error message. Dr. Office just run a blood test before calling me and got 219mg/dl. Customer states that he only use the meter for a few times because it was giving errors message. Customer is not sure what his expected results are but per (B)(6) the results that were taken at the clinic is the past were 106-172mg/dl not fasting. Customer is not on any medications for his diabetes. These are the ranges from the tests that were done at the clinic.